Manufacturer narrative:
Information unknown, not provided. Date of event: unknown, not provided, but the best estimate date is may 4, 2021 two weeks after the implant date of apr 20, 2021. If explanted, give date: not applicable as the device remains implanted. Initial reporter first & last name: unknown, not provided. Phone: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review (mrr) was conducted which no non-conformance reports (ncrs), no discrepancies and no deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specifications. A search in complaint system revealed that one additional complaint was received from this production order number; however, no product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol), a very thin scratch (around 2mm long) was found on the lens optic. The scratch was not confirmed during the operation, but it was confirmed by a postoperative examination with slit about 2 weeks later after the operation. The scratch was very thin and was not in the center of the optical section, so the patient in under doctor's observation. The corrected visual acuity on the day after the operation was 0.4 and one week post operation, it was just 0.5. The recovery of the visual acuity was slow. Additionally, it was reported that only balanced salt solution (bss) was used as the lubricant which the cartridge was fully filled and the leaving time of the lens folded in the cartridge was about one (1) minute. The intraocular lens extruded in constant speed and the leaving time after adding lubricant was one (1) minute. It was indicated that the resistance during extrusion was the same resistance as usual. When pushing the plunger, it was pushed forward without stopping to the screw start part. The account cannot think of any other actions that could cause the crack in the lens and has no idea when the crack occurred. No further information was provided.